Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. No excessive no delivery alarm noted. Pump received with cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced excessive no delivery alarms. Customer's blood glucose was 600 mg/dl, which was treated with insulin pump. During troubleshooting, it was found that customer did not try different cannula lengths. Customer had already done troubleshooting previously. Customer was advised that insulin pump would be replaced and different cannula lengths would be sent.